Event description:
It was reported that a patient was admitted after a patient alert sounded due to oversensing. Non-sustained tachyarrhythmia (nst) episodes and short ventricular intervals were observed. An exchange of the right ventricular (rv) lead is planned. There were no patient symptoms/injuries related to this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).